Manufacturer narrative:
Product ID 3093-28 lot# va05lfj, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) system was removed due to infection. Follow up information received 3 days reported that the infection was confirmed by the patient¿s physician. Patient symptoms of fecal and urinary incontinence were also reported. The explanted components were discarded and not available for analysis. If additional information is received, a follow-up report will be sent.